Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The customer was not able to provide the lot number which determines the date of manufacture. This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the connector detached easily from the tube when connected to the breathing bag. The customer indicated that there was no patient involvement associated to this event.